Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt (age and gender unk) the device shut down inappropriately. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.